Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones due to suspected premature battery depletion due to a large drop in the estimated longevity over the course of approximately one month. This device was then scheduled for explant, however, currently remains in service. No adverse patient effects were reported.